Manufacturer narrative:
This product is registered as a combination product. As received, only the distal end of the lead was received for analysis. The lead was cut 42.4 cm from the connector pin. An external insulation abrasion consistent with friction to another device or feature of the heart found at the distal region of the lead breaching the outer insulation and exposing the outer coil. The abrasion was noted at 3.0 cm to 3.3 cm from the distal end. All other damage noted was consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.